Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the dowell pin for the mechanical connection of the rotation motor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not rotate the c-arm. No pt injury was reported.